Manufacturer narrative:
Multiple attempts have been made on 04sep2024, 23sep2024, 07oct2024, and 08nov2024 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not responding. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was not responding. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the screen was not responding. The biomedical engineer (bme) tried calibrating the touchscreen several times, but the settings could not be saved. Per initial good faith effort (gfe) response received (B)(6) 2024, the bme stated that the device has not yet been serviced. The investigation is ongoing.